Manufacturer narrative:
The device has not been returned. If/when the device is returned it will be investigated and a supplemental report will be submitted. The patient's age was provided. However the age at the time of event is unknown. Date of birth was asked but not provided.

Event description:
It was reported that a hahn tapered implant failed. The patient has no medical or dental history prior to implant. The patient has bone type ii. The patient presented on (B)(6) 2020 for primary procedure on tooth #11. On (B)(6) 2020 the patient presented for second stage procedure. Upon examination, the provider notes " the implant was removed due to unsatisfactory position". It was at that time the device was removed. The provider states the patients current status as "satisfactory".